Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump quit working. The customer was rewinding the insulin pump and it cracked. Insulin got in the compartment. The insulin pump's reservoir ring was damaged. Customer's blood glucose level was 475 mg/dl. The customer treated her blood glucose level with shots. The customer was unable to exit the preparing to prime loop. The customer declined to finish troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime or fill anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. No damage to the reservoir tube o-ring noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked display window, cracked case, stained end cap sticker.